Event description:
A malfunction alarm was reported during the pumping process of the insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by loading a new cartridge, but the alarm recurred, so the decision was made to replace the pump. The customer, who had not previously reported this issue with the pump, was informed on how to put the pump into storage mode and return it. The customer planned to use manual daily injections as a backup therapy while awaiting the replacement.